Event description:
It was further reported that the lead was to be capped and a new pace/sense lead was to be added. However, during testing the lead was unable to shock at 35 joules. A new high voltage lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. It was also noted that the lead was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).